Event description:
I am a federal prisoner at (B)(6). I have been for 11 yrs locked up. I have had to wear a "unna boot" on my right ankle, chronic ulcerous wound for over 8 years on muscle flap. This has totally deformed my leg and foot, abnormal looking swollen toes so puffy look like about to pop open. Skin so sore that the softest touch hurts, so thin that the lightest touch, finger nail, cuts a hole in it then I have to deal with a new sore. I have gone to medical and physical therapist so many times when I see physical therapist or medical it's like 'oh here comes (B)(6) he's got a whole list of problems.' I have gone through this for years. Treatment because I don't want to lose my leg or foot, and I've told them for years. They won't give me any information on the unna boot. I can't get on the web. No computer access. I just need some help with questions about medical care in prison. Their practices and procedures just don't seem to add up. Making me wear this for 8 years and change different medicine on wound. It's one day we will try this and next time we will try this, and next time 'oh this is new, will try this ointment' for almost 8 years. This covid-19 has helped me heal not them. I read one time wear the unna boot, if site is not healed in 6 months try something else. I'm not sure. My memory is messed up, but I did see I don't know if you can't give me answers or help me. If not I hope you can lead me in right path. I'd apologize for typing, I'm (B)(6) it's all I can do now. Please over look.